Manufacturer narrative:
The manufacturer previously reported receiving information alleging a a ventilator was not working properly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center for evaluation, during the evaluation a vent service required alarm related to the battery not charging was found in the error log. The detachable battery needs replaced to address the issue. In addition, air foam inlet filter will be replaced due to pm.

Event description:
The manufacturer received information alleging a ventilator was not working properly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.